Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that subsequent to an alert for inappropriate defibrillation therapy on (B)(6) 2021, a device check in clinic was requested by the physician. Noise, an upward trend in ventricular lead impedance since implant and a precipitous decrease in signal amplitude was observed. A p wave with a far field r wave pattern and atrial pacing with the absence of paced r complexes was observed. Pacing showed a change in p wave morphology vs. Non pacing. There was no change in r wave morphology with pacing vs non pacing. Right ventricular lead dislodgement into the right atrium or coronary sinus, with a ventricular fibrillation episode triggered by a patient history of atrial fibrillation and the sensing of atrial fibrillation waves was suspected. The physician noted that the defibrillation converted the patient's atrial fibrillation. Pacing and tachy therapies were programmed off. The lead was explanted and replaced. The patient was stable.